Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch-pen was broken and could not be fixed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touch-pen was broken and could not be fixed. It was indicated that the touchscreen connector required cleaning and re-seating. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use.